Manufacturer narrative:
The customer's reported complaint of the autopulse platform displayed user advisory (ua) 18 (max take-up revolutions exceeded) error message was confirmed during the archived review, but not during the initial functional testing. There were no device deficiencies found during evaluation of the returned platform that could have caused or contributed to the reported complaint. In addition, the customer reported damaged enclosure was confirmed during the visual inspection. The top, front and bottom enclosures need replacement to remedy the damage. During initial power-up, the platform displayed user advisory (ua) 41 (patient temperature sensor failure) error message upon powering up, unrelated to the reported complaint. The temperature sensor needs replacement to address the issue. Additionally, during functional testing, the platform displayed user advisory (ua) 27 (encoder fault (>3000 rpm)) error message, unrelated to the reported complaint. Replacement of the encoder gearbox is needed to remedy the fault. Review of the archive data indicated user advisory (ua) 18 errors occurred on the reported event date, thus confirming customer complaint. Note that user advisory error messages are designed into the platform when one of several conditions is detected. User advisory (ua) 18 is an indication that the autopulse has detected that either the patient's chest is too small while sizing the patient (take-up) or that there is no patient on the platform. The recommended actions to take for this type of user advisory are: pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. If the user advisory does not clear, the patient may be too small. Upon customer approval, the components will be replaced and the device will be further tested to full specification.

Event description:
During patient use, the autopulse platform (sn (B)(4)) displayed a user advisory (ua) 18 (max take-up revolutions exceeded) error message. The customer was unable to clear the error message and immediately performed manual CPR. In addition, the damaged enclosure was observed. No known impact or patient consequence was reported.